Manufacturer narrative:
Concomitant: d314trg ICD; 693565 lead, implanted (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead had dislodged from the coronary sinus and was not functioning in its current position. The lead was capped and replaced. No patient complications have been reported as a result of this event.